Event description:
It was reported that patient went to the clinic due to receiving an alert regarding low atrial lead impedance. The patient will be monitored. The patient's condition is good.

Manufacturer narrative:
(B)(4).